Manufacturer narrative:
The customer noted the instrument is operating without error and all qc has been running within the customer's specifications. Service was immediately scheduled to repair the instrument. The fse discovered that the peri-pump tubing was worn and required replacement. The fse replaced the peri-pump tubing and cleaned out the spillage from within the instrument. Hardware is the root cause of this event

Event description:
The customer discovered a leak on the unicel dxi 800 access immunoassay system. The customer inspected the source of the leak appeared to be located in the area of the peri-pump. Per the customer, there was no report of injury to the user.